Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet received.

Event description:
Sales rep reported via phone. Tip broke during implantation of set screws. Tip was removed.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.